Manufacturer narrative:
(B)(4) date sent: 11/17/2016. Additional information was requested and the following was obtained: has the specific lot number of the device used been identified? No. The device was discarded and the specific lot number could not be identified. Did the device staple? Yes. Did the device cut? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What specifically, in regards to technique, does the doctor feel was the cause of this event? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Were there any staples missing from the staple line? What was the shape of the deployed staples (b-formation, irregular, legs straight)? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? What is the current patient status?

Event description:
It was reported that after a semi-open esophagectomy, a leak occurred postoperatively. One week after the initial surgical procedure, the leak was identified. The patient was re-operated on (B)(6) 2016. The device was used for anastomosis of the esophagus to the stomach. The leak occurred from the staple line of the anastomosis of esophagus and gastric tube. The doctor said the additional suture was not performed to the anastomosis because it was a difficult position to perform the suture. The doctor thought that the cause of this event was technique issue. The pneumothorax was identified after the initial surgical procedure. Another device was used to complete the reoperation. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what specifically, in regards to technique, does the doctor feel was the cause of this event? The doctor said not performing additional suture was one possible cause of this event. Where within the gap setting scale was the orange indicator prior to firing? No information. What confirmation was received that the device was fully fired? No information. Were there any staples missing from the staple line? No information. What was the shape of the deployed staples (b-formation, irregular, legs straight)? No information. Was the cut line fully circumferential around the target tissue? No information. If the device fully cut, were both tissue donuts present? No information. If the device fully cut, were both donuts complete? No information. After firing was the adjusting knob turned ½ to ¾ revolutions? No information. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? No information. What is the current patient status? The patient is recovering after the re-operation.